Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up, non-sustained right ventricular oversensing episodes were observed due to crosstalk from the atrial lead. The crosstalk resulted in inhibition of pacing. The patient was asymptomatic and is not dependent. It was recommended to perform a chest x-ray to check for possible lead positional issues. No further information is available.